Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet and a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. The setscrew was unable to turn to secure the lead within the connector. The ICD was removed and replaced. No patient complications have been reported as a result of this event.